Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-connformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt developed an infection at an unspecified time following hernia repair. The pt was returned to surgery for device excision. No further details were provided.